Event description:
Cadd administration set tubing suspected to be defected when compounding a 5-fu cassette for infusion. Multiple pump alerts for high pressure sensor even when the pump was replaced with a brand new pump. Compounding was successful after replacing the cadd administration tubing set with a new cadd administration tubing set. FDA safety report ID# (B)(4).